Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing and fluctuating pacing impedance.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. Lead fracture was also suspected. The lead was capped and replaced (B)(6)2023. The patient was stable.